Event description:
In 2005, a patient was treated with a gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The procedure was completed without incident. The patient did not follow-up for two years, and later (date unknown) was admitted for hemoptysis and systemic infection involving the native aorta. Cta scan of the chest showed a potential focal rupture distal to the original tag device. In 2008, an open aortic bypass was performed. A gore tag thoracic endoprosthesis was placed proximally from the original tag implantation site. A second gore tag thoracic endoprosthesis was placed distally. The tag devices overlapped each other and the native aorta was excised as well as the three tag devices. The spinal hardware had clearly erroded through the aortic wall but had not appeared to damage the original tag device. The gore devices have not been returned. Images are not available at this time. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. H6: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices associated with this event: tg2610 and tg2810.